Event description:
Caller reported a malfunction on the pump, with the specific malfunction code being identified as malf 12. There was no known impact on the customer's blood glucose level as they declined to provide specific details regarding any significant blood glucose changes. Cts assisted the caller in resetting the pump, but the malfunction code recurred. Consequently, cts arranged for a replacement pump and provided instructions for returning the faulty pump, with the customer agreeing to switch to manual multiple daily injections (mdi) to maintain insulin delivery in the interim.